Manufacturer narrative:
As reported in a research article, a trifecta gt valve was explanted due to insufficiency caused by a leaflet tear. Circumferential pannus was also noted on the valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "early failure of the trifecta gt bioprostheses" was reviewed. This research article is a case study on a (B)(6)-year-old male that was implanted with a 25mm trifecta gt valve in 2016. The valve was implanted using pledget. At 1.6 years follow up, the patient had a mean gradient of 9 mmhg and no aortic insufficiency (ai). On an unknown date in 2020, the patient presented symptoms of heart failure. The patient had a mean gradient of 14mmhg and ai was observed. The trifecta valve was explanted and replaced with an unknown valve. It was observed that the cusp was detached at the stent post between the noncoronary and the right coronary cusps. There was also circumferential pannus formation. The patient had unremarkable postoperative course. There is allegation of malfunction of the abbott device. The primary author of the article is lise tchouta, md, msc,, department of cardiac surgery, university of michigan health systems, ann arbor, michigan. The corresponding author is shinichi fukuhara, md of department of cardiac surgery, university of michigan, with the email: fukuhara@med.umich.edu.